Event description:
It was reported that the ilet fell from the patient¿s waistband, resulting in a cracked screen and damage consistent with physical impact to the device enclosure and display. Symptoms included a minor hand injury from glass that the patient self-managed without medical intervention and without changes in blood glucose control. Outcomes included a device replacement arrangement and continued use of the patient¿s cgm as normal while awaiting the replacement. Investigation included remote data synchronization and return shipping of the damaged device for assessment. Investigation of this device revealed external physical damage from accidental drop, with functional impact limited to the screen; no device alerts or alarms were reported, and blood glucose was unaffected. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.